Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4298-88 lead, implanted: (B)(6) 2014; a 5076-45 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that high thresholds were observed on the right ventricular (rv) lead. The rv lead was extracted and replaced. No patient complications have been reported as a result of this event.